Manufacturer narrative:
Further investigation has found that this case is duplicate of (B)(4). Thus please refer to emdr report (MFR report number: 3030677-2024-03718) for further details.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had power equipment malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.